Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/27/2025, it was reported by a distributor via email that an ar-2324pslc peek-swivelock sutures got cut when inserting the anchor. The anchor was left implanted without the sutures. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information received: the patient underwent surgery for patello-femoral instability. The issue occurred inside the patient. No breakage occurred inside the patient, and therefore, no fragments required retrieval. The case was successfully completed using another anchor, with no delays. No additional anesthesia was administered during the procedure.